Manufacturer narrative:
D4 unique identifier (UDI) for cx 18cm: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, it was reported that the reservoir was not holding fluid. Previous reservoir was left on patients left side. New reservoir placed on patients right side. There were no patient complications reported.